Manufacturer narrative:
Lens was implanted on (B)(6) 2019. Refractive surprise was assessed on (B)(6) 2020. The cause of the event was reported as unknown. The lens remains implanted. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.50/3.0/071 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) and the patient experienced refractive surprise. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.